Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd alaris smartsite needle-free valves were clogged. The following information was provided by the initial reporter: when the smartsite needle free connector was connected to the patient line it wouldn't flush. Even if it was removed and tried to flush again it would not flush. Nurse discarded and got another one.

Event description:
It was reported that 3 bd alaris smartsite needle-free valves were clogged. The following information was provided by the initial reporter: when the smartsite needle free connector was connected to the patient line it wouldn't flush. Even if it was removed and tried to flush again it would not flush. Nurse discarded and got another one.

Manufacturer narrative:
H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20106727. Further information provided by the customer indicates that a complete occlusion was observed. A review of the production records for lot 20106727 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. CAPA#1998036 was initiated.